Event description:
My doctor prescribed the mcot cardiac monitor. When it arrived I applied the patch per the instructions. When I removed the patch for the first time, I noticed blisters had appeared on my skin. The blisters aligned with where the gel of the patch had been attached. I tried reaching out to their help line, but no one answered and the line was cut off. I applied a new patch per the instructions, and tried calling the help line again in the morning, but again, no one answered and the line was cut off. I followed the instructions of wearing the patch and removing it approximately every 5 days. (I varied a little due to needing to remove the patch for procedures and only being given 6 patches for the month, I couldn't replace them every 5 days while also removing them for the procedures.) Each time I removed the patch there was a worse reaction, more blisters appeared, and from the 3rd patch onward I had hives upon removal as well. Each time I replaced a patch, the itchiness I felt began sooner and sooner. At first it was only itchy towards the end of the 5 days. By the end of my monitoring, the new patch would be itchy the first day I put it on. It was hard to see the extent of the reaction while wearing the device, as the white cable as well as the monitor itself obscured the view of the reaction. I have attached pictures of the last patch I removed. A large blister is clearly visible at the bottom of the device. I also attached a picture post removal, once my skin had stopped being red from the adhesive removal. The blisters were torn by the adhesive removal. I do have pictures from each removal as well and it is apparent that the reaction got worse with each removal. FDA safety report ID # (B)(4).